Manufacturer narrative:
The associated journey ii bcs articular insert was not returned for evaluation. Therefore, a product analysis could not be conducted. After repeated requests, smith and nephew has been unable to obtain device details. As device details were not made available, device history record review cannot be completed. Complaint history review could not be performed with any accuracy due to lack of batch information. A clinical evaluation noted the reported hyper extension ¿while crouching ¿ was most likely the contributing factor to the reported revisions approximately 10 years and 12 years post implantation. The patient impact was limited to the poly insert revision procedure, however pre-revision instability was probable. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Manufacturer narrative:
New additional information was received for this case.

Event description:
It was reported that a revision surgery with a poly ethylene insert switch was performed due to a patient suffered a tibial-post fracture with the bcs journey total knee system.